Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the stapler was installed on the system 3 times and fired 3 blue reloads. The first clamp was successful on each install, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs .

Event description:
It was reported that after an uneventful da vinci assisted colostomy reversal, the patient returned for a reoperation due to a staple line leak. The surgeon assisting in both the initial procedure and the robotic reoperation, stated the following about the initial procedure: the anvil for the eea stapler was placed in the ostomy and then two reloads were used to go across the colon and take down the ostomy (blue reloads). The end of the anvil for the eea stapler was brought out through a hole made above the staple line on the descending colon, as opposed to going through the ostomy take-down (sureform 60) staple line. The staple line was avoided on the rectal portion of the anastomosis as well. The surgeon reports good "donuts"/anastomotic rings. On post-operative (pod) 4, the patient was said to have become tachycardic; the surgeon assumes pod 3 is when the dehiscence would have occurred. The surgeon reported the dehiscence occurred where the first staple line was made. During subsequent follow up with the assisting surgeon, it was confirmed there were no intraoperative issues with the stapler or reloads during the procedure. The patient had been discharged home and returned to the ER. A CT scan showed free air, prompting the da vinci assisted reoperation. Unlike what was previously reported, the anvil did come out the corner of the descending colon staple line. Also, the affected staple line would have been the 2nd stapler reload used, because the 1st fire was used to mobilize the distal sigmoid colon to get down to rectum. However, it was confirmed it was the 1st fire on the descending colon. The procedures were completed robotically.